Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to wear and tear as well as excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the rigid optical arthroscope had scratches on the lens. The issue was observed during a therapeutic tendon repair. There was no delay, and the procedure was completed using the same device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to damage, the tip cover glass was cracked. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: faulty or blocked optical transmission due to fiber breakage; the unique device identifier was not readable; the outer tube was bent; there were scratches on the body of the product. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.